Manufacturer narrative:
An event of patient effects pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation determines the cause for the reported pain could not be conclusively determined. The reported unexpected medical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - amulet china pms, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 12f amplatzer torqvue 45x45 delivery sheath. An atrial fibrillation ablation was a concomitant procedure. On (B)(6) 2024, the patient had chest pain for one day, which worsened for 10 hours. The patient went to an outpatient department to complete relevant examinations and then went to the emergency department. The patient was hospitalized due to pericarditis. The physician considered that use of anticoagulation medication caused the pericarditis after the procedure. The subcutaneous bruising at the puncture site and pain symptoms were alleviated after anticoagulation medication was discontinued during the hospitalization. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1028 - amulet china pms, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 12f amplatzer torqvue 45x45 delivery sheath. An atrial fibrillation ablation was a concomitant procedure. On (B)(6) 2024, the patient had chest pain for one day, which worsened for 10 hours. The patient went to an outpatient department to complete relevant examinations and then went to the emergency department. The patient was hospitalized due to pericarditis. The physician considered that use of anticoagulation medication caused the pericarditis after the procedure. The subcutaneous bruising at the puncture site and pain symptoms were alleviated after anticoagulation medication was discontinued during the hospitalization. The patient was stable.